Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to pain at implanted site after being hit over the implant site with a flute. There are no plans to reimplant the patient with a new device as of the date of this report.